Manufacturer narrative:
No medical records or no medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter connection broke during preparation, which did not allow the catheter to be connected to the reservoir. There was no reported patient injury.

Event description:
It was reported that the catheter connection allegedly broke during preparation, which did not allow the catheter to be connected to the reservoir. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the first complaint reported for this lot number and issue to date. The quantity affected is one unit. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. Investigation summary: one non-power MRI port body was returned for evaluation. A complete circumferential break was noted to the port stem, slight damage can be seen on the side of the stem at the side of the break. Therefore, the investigation is confirmed for port body break. The slight damage found at the location of the break indicates that this event was likely procedurally related. However, the definitive root cause could not be determined based upon the available information. It is unknown if patient and/or procedural issues contributed to the reported event.